Event description:
The customer initially reported that the footswitch was not smooth. Another device was used. No pt injury occurred. Eval of the incident footswitch found the pedal to latch-on.

Manufacturer narrative:
(B)(4). The incident footswitch has been received and is under eval. When the device eval is complete, a f/u report will be submitted.